Manufacturer narrative:
(B)(4). The sample was received and evaluated. The complaint was confirmed. The male luer lock at the end of the venous line is split apart as reported in the photo. The break of the connector is clear. The body of the component and the ring don't show any sign of damage. The root causes of the problem is undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A doctor reported to baxter (B)(4) that the luer connector was broken on the filtration line. This was notice at setup, so there was no patient involvement.